Event description:
New information noted that the patient was in stable condition.

Event description:
New information noted that the device was explanted. Further information was requested however, was not provided.

Manufacturer narrative:
The reported field event of long charge time was confirmed. Review of the device data showed the device had a charge time out curing capacitor maintenance. The high voltage capacitors were not sent to manufacturer for analysis because they were found to be damaged. The cause of the long charge time was due to an anomalous high voltage capacitor.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the capacitor charge time limit was reached. No intervention was performed. Further information was requested however, was not provided.